Event description:
It was reported that during an unknown procedure, the product became difficult to insert into the patient. The sleeve broke in half with the lower portion remaining imbedded in the patient. The product was removed from the field and another 5mm product was used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device found that it was received with the sleeve cannula melted leading to it becoming broken. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.